Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was broken. Additional information indicates that the lead was never checked. The rv lead remains in service. No adverse patient effects were reported.